Manufacturer narrative:
As of the time of this report, the device has not been returned. An investigation will be conducted when the device is received and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the mps console displayed ec063 "12 volt supply fail" and the console had to be swapped out . There were no reported patient complications due to this issue.

Manufacturer narrative:
The device was received and evaluated. The reported complaint was not duplicated for error code 063 ( 12 volt supply fail ) but was confirmed in the log data. The log data however showed ec 068 ( 12 volt adjust alarms ). The unit was disassembled and checked for fluid intrusion, defects and damage. The 12 volt power supply cable was found to have an intermittent connection and was dropping the voltage below the threshold causing failure and the 12 volts was adjusted too high ( measured 12.88 volts ) . The cable was replaced and the voltage held steady. The power supply 12 volt module was readjusted back down to 12.30 and the device was reassembled. The device passed all functional testing following repair.